Event description:
It was reported that during da vinci-assisted surgical procedure, the tenaculum forceps was found to have frayed cables. The procedure was completed with no reported injury. On (B)(6) 2024, following additional information was received from initial reporter-david valdez via e-mail: intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this happened during the procedure because another tenaculum forceps replaced it. There was no report of fragment fall inside the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding frayed cords at instrument wrist was confirmed by failure analysis.